Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was below 15 mg/dl and was hospitalized; cause was due to not eating enough, improper basal rate, and bolusing for more carbohydrates that were actually eaten. Customer received a glucagon injection to address low bg levels. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.